Event description:
It was reported that this right ventricular (rv) lead e,chibited a high out of range pacing impedance measurement greater than 2000 ohms. Subsequent measurements were within normal limits in the 400 to 600 ohms range. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).